Event description:
New information received noted that the atrial lead had insulation damage.

Event description:
It was reported that patient presented for a scheduled procedure. Pre-procedure during device interrogation, it was noted that patient's lead exhibited over-sensing noise and low varying pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient condition was stable.